Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however the exact cause could not be determined. One 4fr groshong nxt clearvue catheter kit was returned for evaluation. An initial visual observation revealed 1 groshong catheter with stylet, 1 safety scalpel, 1 microintroducer, 1guidewire, 1 end cap, 1 two-piece connector assembly, 1 introducer needle, 1 suture wing and 1 statlock were returned. Use residue was observed on the suture wing only. A functional test of flushing the catheter with water using a 12ml syringe was performed. A leak at the 41cm depth marking was observed. A microscopic observation revealed a split where the leak was found and the outer edges were observed to be slightly round. The fracture surface appeared to be mostly granular and smooth. The catheter was dissected for inspection and additional impression was observed on the inner wall near the split. These findings suggest the observed damage was possibly caused by interactions between the catheter inner wall and the stylet, such as compression of the catheter with the stylet still inserted, or a damage caused by the use of a sharp instrument such as hemostats; however, the exact root cause of the split could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, catheter was not used before connecting pre-filled sterile saline flush tubing, found leakage out of catheter 41cm, replaced with new catheter for use.